Event description:
In a review of the literature, it was reported in an article that a patient undergoing vertebroplasty complained of transient shortness of breath immediately following the procedure. The patient was asthmatic and a chest x-ray proved to be normal. It was reported that the patient was operated on in a prone position. No other information is available.

Manufacturer narrative:
Results - no conclusion can be drawn. Method - device not returned.